Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Evaluation for the customer's report of "the ECG will not work" was observed in the log. The device was put through extensive testing including bench handling, full functional testing, and ECG stress testing without duplicating the report. A review of the device data logs showed evidence of the customer's report. Each occurrence of attached pads is accompanied with inconsistent and changing signal, which is evidence of poor coupling. An internal inspection the device found no discrepancies. The customer's report of "no power up" was observed during initial testing. However, the device was put through extensive testing including full functional testing without duplicating the report. The monitor board and dock connector board were replaced as a precaution. The device was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.